Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation on her back that "almost makes a little blister". No reports that the little blisters were open or weeping. The patient's nurse advised the patient to use (B)(6) powder on her back and this had helped. During a follow-up, it was reported that the patient's irritation improved after using a water based lotion.